Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, creases, white particles in device inner surface and void >1 mm on side non-textured. Leak test and microscopic analysis was performed which identified: one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device was explanted.